Manufacturer narrative:
The data analysis showed that this device is at eos. This device was explanted. Upon receipt, the ICD was interrogated, revealing the eos battery status, detected on (B)(6), 2020. The ICD was implanted for about 33 months and 11 charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. Therefore, the eos status was removed with a technical programmer and subsequent interrogation revealed the bos battery status. The analysis of the available iegms showed noise in all channels. The frequency and morphology of the sensed signals of episode 397 can be most probably attributed to strong external electromagnetic fields as used by magnetic resonance imaging. In addition, the device data revealed that MRI mode was detected by the device on (B)(6), 2020. Based on the information available for analysis no conclusion can be drawn regarding the root cause of the clinical observation. However, based on the analysis results, it is reasonable to assume that the noise as well as the activation of the eos battery status was caused by external influences such as a medical treatment or diagnostic, including strong magnetic fields as used by MRI scan. In general, if a charging cycle occurs in an external magnetic field, depending on strength and orientation, a saturation of the transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the eos battery status. This does not represent a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. There was no indication of a device malfunction.

Event description:
Device reports eri with hm value at bol 3.10 volts. No adverse patient events were reported. Should additional information become available, this file will be updated. Device remains implanted.

Manufacturer narrative:
The data analysis showed that this device is at eos. This device was explanted. The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The returned device data from december 29, 2020 were inspected. The data confirms that the ICD has reached the eos state on (B)(6) 2020, probably due to a temporary battery voltage drop. The last home monitoring message from this device was received on (B)(6) 2020. On this date the device was in bol state. Based on data analysis the root cause for the unexpected eos activation was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Therefore and in order to exclude any potential harm for the patient we would like to recommend to replace the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. The above recommendation is based on a purely technical assessment. Should further relevant information or the device itself become available this investigation will be updated.